Event description:
A malfunction with code malf 16 was reported, and it was noted that there were no notable events prior to the issue. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, technical support arranged for the replacement of the malfunctioning pump. The customer was instructed to switch to a backup therapy using multiple daily injections (mdi) to ensure continuous insulin delivery. The customer was also guided on placing the pump in storage mode before returning it to tandem, and they understood and acknowledged these instructions.